Event description:
It was reported the system fan is very loud (makes a lot of noise), to the point of embarrassment in front of patients and physicians. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the noisy system fan. Analysis also found a loose ECG (electrocardiogram) connector on the lem (link electronic module) printed circuit board assembly. The power supply was found to have corrosion on it. (B)(4).